Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced ¿sudden significant lung bleeding¿ attributed to a volara system. The patient started using the volara system fourty seven days prior to the date of this report. Twelve days later the patient complained of a ¿sudden significant lung bleeding¿. The patient confirmed that the volara device was not used on the day of the event. The patient attended the hospital, and the patient underwent ¿a full-work-up¿ including a CT scan and was provided ¿medications and antibiotics.¿ it is also noted that the patient¿s hospital team instructed the patient to discontinue taking his prescribed eliquis, as well as discontinue use of the volara device. The patient confirmed that there were no device errors, and no allegation of malfunction. The device is being returned due to the patient¿s discontinuance of use. No further information was available at the time of this report.

Manufacturer narrative:
The device was returned for evaluation related to the allegation of experiencing significant lung bleeding. Visual and functional resting passed. The performance specifications were verified in accordance with qs18838 using calibrated equipment. The device passed all test specifications and operated as designed. The allegation of experiencing significant lung bleeding was not confirmed. Event history log review did not find any logs that could contribute to this allegation. Manufacturing record review had no contributing factors to this allegation. These findings are in accordance with the ehlr, sar and mmr results.